Manufacturer narrative:
Product complaint #: (B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information derived from the evaluation will be submitted in a supplemental 3500a form.

Event description:
It was reported that a patient underwent a vascular surgery on an unknown date and suture was used. During the procedure the thread snapped. They opened a new suture to complete the procedure. No adverse patient outcome reported.